Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) cardiac ablation procedure that included thermocool® smart touch¿ bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. The investigation was completed on 18-sep-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) cardiac ablation procedure that included thermocool® smart touch¿ bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. Timing of adverse event: after using bwi products, after mapping and burning at the aortic root while mapping in the rvot it was reported that at the beginning of the case, they noticed a small pericardial effusion on intracardiac echocardiography (ice). The caller stated that they burned in the aortic route while monitoring the pericardial effusion with ice and there was no change in the pericardial effusion. The physician then went into the rvot and as the ablation catheter "flipped out" of the right ventricular outflow tract (rvot), they noticed on ice that the pericardial effusion had gotten larger. The patient had a slow drop in blood pressure from 116/62 to 106/58. They monitored the pericardial effusion and it continued to get larger. The medical intervention provided was a pericardiocentesis and that about 500 ccs of fluid were removed. They were also going to put blood back into the patient. The patient was reported to be in stable condition. The patient's blood pressure went back to 122/65. Analysis of the ablation catheter was requested. Additional information was received. The physician believed that as he slipped out of the rvot, his ablation catheter bumped the lateral wall of the right ventricle (rv), which made the effusion that already existed grow. After monitoring on ice, a pericardiocentesis was performed. 500 ccs of fluid were removed and replaced. The patient was fully recovered when they left the electrophysiology (ep) lab and sent to the critical care unit (ccu) for further monitoring of vitals every 15 minutes. The physician did not go transseptal. He went retrograde aorta to map the left side and then up the inferior vena cava (ivc) through the femoral vein to map the right ventricle. No ablation was done prior to the initial noting of the effusion. Burning in the left ventricular outflow tract (lvot) was performed prior to noting the increase in the effusion. There was no evidence of steam pop. A thermocool® smart touch¿ bi-directional navigation catheter was used at 2 ml/min while not ablating, 17 ml/min while burning at 30 w, and 30 ml/min while burning at 40 w. The correct catheter was selected on the generator. The catheter switched from low to high flow during ablation. No error messages were observed throughout the case. Graph, dashboard, vector, and visitags were all used. The visitags were a size 3 and used at 3 mm for a min of 3 seconds with fot at 3 g for 25%. No additional filters were used. Both f¿ index and impedance parameters were used for the ablation.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-aug-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).